Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d8, d9(date device returned to manufacturer), e1(first name, last name, telephone number removed, and establishment name changed to olympus), g2(the user facility checkbox should be left blank.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The foreign material residue point was confirmed to have been free from deformation. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The event can be [detected/prevented] by following the instructions for use which state: the subject events can be detected and prevented by implementation in accordance with the below instructions for use (IFU). Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to clogging of nozzle, water supply volume does not meet the standard value; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; bending section cover or distal sheath rubber had a chip; bending section cover or distal sheath rubber had a crack; adhesive on bending section cover or distal sheath rubber has white clouded area; due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; third party repair has been performed; adhesives around objective lens has white-clouded area; adhesives around light guide lens has white-clouded area; distal endcover has a scratch; connecting tube has a scratch; electrical contact of endoscope connector has a discolored area; and third party repair has been performed. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope nozzle had foreign objects. There were no reports of patient involvement.